Event description:
It was reported that patient allegation occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).